Event description:
It was reported that there was a downstream occlusion degradation. The product fault occurred was during testing. There was no issue related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date.one device was received. Per visual inspection, the dso seal bubble, worn uso seal, scratched lcd lens, and over lay. The complaint was confirmed by functional test. The cause is the dso seal. Replaced the dso seal to correct the reported problem. Cadd solis device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.